Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No numbers ramping or scroll bars moving up noted. Unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.